Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported that the needle broke off in the vial after drawing the insulin. She stated that she was removing the needle from the vial when the needle broke off.

Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported that the needle broke off in the vial after drawing the insulin. She stated that she was removing the needle from the vial when the needle broke off.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes returned to manufacturer on: 12-sep-2022. Investigation summary: customer returned (3) loose 0.5ml insulin syringes. The customer reported that the needle broke off in the vial after drawing insulin. The samples were examined, and it was observed that all 3 syringes featured a broken cannula. Microscopic examination of all 3 syringes revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 1172392. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (cannula broken) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The cannula was broken by the user after handling the syringe. Based on the above, no additional investigation and no CAPA/sa is required at this time.